Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the med label printer was not printing correct information. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printer was not printing the correct information. A technical support specialist (tss) connected to the server and checked the medication identification in question along with the linked barcodes. It was found that the barcode had been relinked to another medication, causing issues across all facilities. The tss relinked the correct barcodes, and the medication was then scanned correctly with the pyxis medication label and the cerner bedside system. The system functioned as intended after the technical support specialist troubleshot the device.